Manufacturer narrative:
The pump was received with a button error alarm and no button response due to a flattened button dome switch. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the esc button does not work from time to time on the insulin pump. Customer's blood glucose was 182 mg/dl. The error was confirmed and the pump was replaced.